Event description:
Blood was noted in the gas tubing and the iab was removed. No second iab was inserted into the pt. On 9/23/98, the following info was reported to datascope: approx twenty minutes after insertion of the iab, the augmentation decreased. The iab was immediately checked and blood was noted in the gas line. The iab was discontinued and removed. The pt's pressures continued to improve with pharmacological support and a replacement iab was not required. The pt is doing fine without iabp support. (On 9/23/98, datascope also rec'd the mandatory medwatch form from the dist; uf/dist number: FDA-34955-1998-011) (event complications: none from the event - reported 9/17/98, 9/23/98) (pt's current status: fine - reported 9/23/98.)